Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late), driveline or pump pocket infection, and local infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. Care instructions regarding infection are also provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jun2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room on friday (B)(6) 2021 with a massively bleeding driveline. The bleeding was through the dressings and the cause was unknown. The cultures of the blood and driveline were positive. The computer tomography suggested that a probable hematoma was at the inferior aspect of the pump. The contrast enhancement may have represented leakage. This may be contained within several membrane formation. On sunday (B)(6) 2021, discussion began to get urgent approval to list the patient for transplant when the patient went into pulseless electrical activity (pea) arrest and clinicians were unable to resuscitate the patient. The pump was turned off following the patient's death. The pump was not explanted and will not be returned. There was no autopsy performed. There were no known device issues and therefore death not suspected to have occurred due to any kind of device malfunction.